Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, 20x4.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and moderately calcified proximal left anterior descending artery (lad). A 4.00x20mm synergy¿ drug eluting stent was advanced to treat the lesion. However, resistance was felt while advancing the device towards the lesion. During fluoroscopy, the physician noted that the stent struts looked "weird". The device was removed and outside patient, the stent was noted to have frayed. The physician proceeded with predilating the lesion with a 3.5x15mm emerge balloon catheter and another 4.00x20mm synergy¿ stent was successfully deployed to treat the lesion. Post dilation was then performed with a 4.5x12mm nc quantum apex balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 20 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of stent moved 3mm on balloon in a distal direction. Distal struts were pulled stretched and distorted, some pulled over distal markerband. Crimp markings were evident on the exposed proximal portion of the balloon wall indicating wall overall crimp contact between the coated stent and balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, 20x4.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and moderately calcified proximal left anterior descending artery (lad). A 4.00x20mm synergy drug eluting stent was advanced to treat the lesion. However, resistance was felt while advancing the device towards the lesion. During fluoroscopy, the physician noted that the stent struts looked "weird". The device was removed and outside patient, the stent was noted to have frayed. The physician proceeded with predilating the lesion with a 3.5x15mm emerge balloon catheter and another 4.00x20mm synergy stent was successfully deployed to treat the lesion. Post dilation was then performed with a 4.5x12mm nc quantum apex balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.